Event description:
Report from pt's attorney states: "after implant (of spinal cord stimulation system), pt allegedly began experiencing painful shocks into his body. He alleges he had several operations to remove the devices." No further info on this pt or device is available pending litigation.